Event description:
It was reported that the patient was not able to adjust stimulation and a ¿call your doctor¿ icon , power on reset (por) condition was seen. The error message was seen the day of the report, when the patient tried to connect after having the implantable neurostimulator (ins) reinserted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0gcs6, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4)